Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the tip of the guidewire found to be jagged after removing from the patient's body as the patient complained about pain during inserting the catheter. There was no reported patient injury.